Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced elevated intraocular pressure and significant reduction of irido-corneal angles. The lens was explanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens, elevated intraocular pressure, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)